Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - controller. (B)(4) - controller / catalog number 1407de / expiration date 12/31/2016. (B)(4). Device evaluated by manufacturer: no, not returned to manufacturer. Device available for evaluation: no. Labeled for single use: no. Power source. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 01/31/2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 01/31/2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 01/31/2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 01/31/2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 03/31/2017. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 03/31/2017. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that battery switching events occurred. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion: the controllers (B)(4) and six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controllers revealed that the devices passed visual examination and functional testing. Testing of (B)(4) revealed that the real time clock (rtc) was reset to zero. After recharging the internal battery, the controller was able to accurately record the date and time. A review of (B)(4)' s log files revealed that no data entries were collected, indicating that this controller was used as the back-up controller. This finding is not related to the reported event, the most likely root cause of the rtc reset to zero can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. Log file analysis for controller (B)(4) revealed that this controller was in use during the reported event and contained the smr software. The software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). In addition, analysis of the data file revealed several premature power switching events due to communication errors involving (B)(4). Based on the investigation conducted, the most likely root cause of the reported "power switching" event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to address momentary disconnections between the controller and batteries. Additional system component being reported for this event: (B)(4). H6: method code: 10, 23, 38, 3372 h6: results code: 213 h6: conclusion code: 71 (B)(4). H6: method code: 10, 23, 38, 3372 h6: results code: 3213 h6: conclusion code: 25 (B)(4). H6: method code: 10, 23, 38, 3372 h6: results code: 3213 h6: conclusion code: 25 (B)(4). H6: method code: 10, 23, 38, 3372 h6: results code: 3213 h6: conclusion code: 25 (B)(4). H6: method code: 10, 23, 38, 3372 h6: results code: 3213 h6: conclusion code: 25 (B)(4). H6: method code: 10, 23, 38, 3372 h6: method code: 10, 23, 38, 3372 h6: results code: 3213 h6: conclusion code: 25 (B)(4). H6: method code: 10, 23, 38, 3372 h6: results code: 213 h6: conclusion code: 77 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery(B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Preliminary analysis: (B)(4) controller was returned and passed visual inspection and functional testing. **additional system component being reported for this event: (B)(4) d10: 2017-10-24 h6: results code: 3233 h6: conclusion code: 11 preliminary analysis: (B)(4) - battery was returned and passed visual inspection and functional testing. D10: 2017-09-04 h3: yes h4: 2017-01-16 h6: results code: 3233 h6: conclusion code: 11 preliminary analysis: (B)(4) - battery was returned and passed visual inspection and functional testing. D10: 2017-09-08 h3: yes h4: 2017-01-05 h6: results code: 3233 h6: conclusion code: 11 preliminary analysis: (B)(4) - battery was returned and passed visual inspection and functional testing. D10: 2017-09-08 h3: yes h4: 2017-01-13 h6: results code: 3233 h6: conclusion code: 11 preliminary analysis: (B)(4) - battery was returned and passed visual inspection and functional testing. D10: 2017-09-08 h3: yes h4: 2017-01-16 h6: results code: 3233 h6: conclusion code: 11 preliminary analysis: (B)(4) - battery was returned and passed visual inspection and functional testing. D10: 2017-09-08 h3: yes h4: 2016-03-10 h6: results code: 3233 h6: conclusion code: 11 preliminary analysis: (B)(4) - battery was returned and passed visual inspection and functional testing. D10: 2017-09-04 h3: yes h4: 2016-03-10 h6: results code: 3233 h6: conclusion code: 11 this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two controllers ((B)(6)) and six batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controllers also revealed that the units passed visual examination and functional testing. Log file analysis associated with (B)(6) revealed that the controller was not in use during the reported event, and that the real time clock (rtc) was reset to zero. This is an additional observation not related to the reported event. The most likely root cause of the rtc being reset to zero can be attributed to an extended period of time the controller was not connected to an external power source, causing the real time clock to deplete. Log file analysis associated with the controller in use during the reported event, (B)(6), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative sta te of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error between the controller and the battery. Further analysis revealed several premature power switching events that were due to momentary dis connections involving (B)(6), as well as premature power switching due to communication errors involving (B)(6). Analysis of the alarm log file revealed one (1) critical battery alarm logged on (B)(6) 2017 at 21:26:37 due to a communication error involving (B)(6). As a result, the reported events were confirmed. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported critical battery alarm can be attributed to a communication error. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that three of the batteries also had a communication error and one of the batteries exhibited a critical battery alarm.

Manufacturer narrative:
Additional device(s) involved in event: medical device. Serial - (B)(4). Device evaluated by manufacturer. Yes. Device manufacture date. 2015-12-31. Labeled for single use. No. Product event summary: the returned controller passed visual and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.